Event description:
Dale stabilock endo tracheal holder. We have noted 3 cases of lip necrosis/erosion, both upper and lower, likely from oral airway in the burn unit, medical ICU and surgical ICU. Patient s/p 70% deep 2nd and 3rd degree flame burn, bilateral lower extremities, upper extremities, anterior and posterior chest. Device removed 2 days after placement prior to surgery. Pressure area includes upper lip to the base of the nose. Size measures 2cm x 1cm full thickness eschar extending through into oral cavity. Pt now has a 2cm x1cm open upper lip defect. Patient will require plastic surgery repair.